Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed increased threshold measurements. In addition, the impedance measurements have increased since the last visit. An x-ray revealed the lead tip had not moved, however the area around the suture sleeve appeared pulled. The output settings were increased. A follow up visit will be performed at a later date. No adverse patient effects were reported.